Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was failed to turn on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device would not power on. The technical support specialist (tss) confirmed station to be up and running. It was determined that the remote support system (rss) was verified to be showing online. It was determined that the case was good to close. The system functioned as intended after the technical support specialist verified the device.